Event description:
The customer initially reports that the carbide insert broke during surgery (closing a significant laceration) on (B)(6) 2010. An x-ray found pieces of the instrument in the pt. Device is approximately 10 years old. There was no pt injury. During a subsequent phone call the clinic mgr reported that the carb-bite insert "flaked off" into the wound. After first x-ray the wound was opened, irrigated to remove all instrument particles, and second x-ray showed no remaining foreign bodies in the wound.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.